Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did a back to back (rapid succession) blood glucose test with results of 23 and 200 mg/dl. Reporter was not sure that she put enough blood on the strip the first time she tested. Her control solution expired on 2/1998. No symptoms were reported.